Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient presented for aq microwave ablation procedure of the liver. The physician conducted the initial probe test, as normal, outside of the patient. The microwave button, used to start the test, was pressed just before the physician submerged the tip of a 14cm solero applicator in a saline basin. The physician reported seeing a spark from the emission point of the probe, immediately after the button was pushed. The tip was then submerged in saline and the saline appeared to boil for a second or two, then everything seemed normal. As a precaution, the physician chose to switch to another applicator and positioned it in the patient's liver with little effort and made special note that pressure or torque was not needed. The staff started the ablation sequence; however, soon after the ablation sequence was started, the physician stated the machine "impeded out" while the pump was on and the microwave was delivering energy. An "error 209" then occurred. The staff tried to restart, but received the same results. The decision was made to try a 19cm solero applicator; however, the generator displayed an "error 209" again. The physician then determined to use rfa to complete the case. As the physician was placing the rfa probe in the patient, it was noted that the ceramic tip of the first solero microwave probe had detached from the shaft of the microwave probe and was retained within the patient's liver. The tip was unrecoverable; however, the doctor determined that the tip remaining in the patient would likely not cause any problems for the patient. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a solero probe. As received, the ceramic tip was not returned with the sample. Functional testing was unable to be performed due to the condition of the device. A visual examination showed the break was near the end of the semi-rigid outer jacket. There is significant charring and melting of the internal components. The complaint indicated there was a spark during initial probe test. The probe was energized in air and was not initially in the saline bowl. Then it was said a different probe was used. This probe looks to have been used and the complaint states the tip was retained in the patient's liver. For this to be the case the probe would have to have been inserted and energized. It appears a thermal event occurred with temperatures that could partially melt the copper center conductor and stress the ceramic tip to failure. The user's description stated there was sparking when energized in air prior to use which may have compromised the ceramic tip. If the tip was damaged it could break free from the rest of the device. The customer's reported complaint description of probe tip fractured/migrated is confirmed; distal portion of ceramic tip is broken off and was not returned. The cause of this type of thermal event is not known. Attempts to recreate the phenomenon in a controlled setting have required excessive device alteration which is not evident in the returned sample. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).